Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
Customer reported a problem with her freestyle flash blood glucose meter. She reported that "her daughter was at school and the school nurse took her blood glucose reading of 436 mg/dl and then she gave her 1.5 units of insulin." She reported that her daughter lost consciousness then minutes later, and the school staff tested her blood sugar again and the meter reading was 42 mg/dl and 38 mg/dl. They gave her glucagon, milk and cookies to counteract the event and the paramedics were called. There was no report of medical intervention, diagnosis or treatment related to this event. The meter readings of 436 mg/dl and 42 mg/dl obtained within a ten minute timeframe, when plotted against the average on a parkes error grid, fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death or permanent impairment associated with this event.